Event description:
A customer from (B)(6) contacted biomérieux to report a falsely resistant vancomycin result for enterococcus faecalis in association with the vitek® 2 ast-p655 test kit (lot 8050452403). The strain was tested as vancomycin susceptible via etest®. The customer stated that the ast-p655 result was not provided to the physician, therefore had no impact on patient therapy. Due to repeat testing, there was a delay >24 hour in reporting results to the physician. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer's strains were not saved for investigation. Submittal of isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 raw data (card) are required in order to assess organism growth in the card. Ast-p655 lot # 8050452403 met final quality control (qc) release criteria. This lot passed initial qc performance testing.